Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(4) 2015. The fse reported the incubator had a large amount of wash fluid in it. The engineer also found b/f 1 and 2 were physically reversed. The engineer cleaned out the incubator and ran test. No further action needed by field service. The aia-900 was working as intended. The probable cause of the event was b/f 1 and 2 physically reversed.

Event description:
On (B)(6) 2015 a customer reported incubator slipping detected error 4275 with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, lh, prog, prl, fsh, and bhcg patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.